Event description:
I have had two surgeries. The first was a myomectomy which caused incisional hernias. The second was hernia repair. The dr used gore tex dual mesh and since that surgery I have had chronic pain, infections, diverticulitis, gastritis, vomiting etc. Please help me it has ruined my life. I was 23 when I first had the surgery. Since then I can't finish school, have not been able to work a steady job and feel hopeless most of the time. Thanks for you help in advance.